Event description:
The following was reported by the patient: on (B)(6) 2009 - the patient underwent bilateral inguinal hernia repair with 3dmax mesh implant. On (B)(6) 2010 - the patient underwent a laparoscopic procedure and the patient reported the md noted the mesh had buckled, the mesh was explanted. Currently, the patient reports she is still in a lot of pain and has nerve damage in this left inguinal area.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the mesh may have caused or contributed to the reported event. The patient reported, the md noted the 3d max mesh "buckled". Intraoperative photos were provided; however, due to the clarity, there is no way to confirm if the mesh was in fact "buckled". Medical records have not been provided, therefore, the method of fixation is unknown. A product code and lot number have not been provided. Additionally, no sample was returned, therefore, an evaluation of the device could not be performed. With the currently available information, no conclusion can be drawn at this time. A follow-up MDR will be submitted if/when medical records have been provided.